Event description:
A falsely elevated advia centaur xp ca 19-9 result was observed by the customer and the result was questioned by the physician. The elevated result did not agree with the patient's clinical picture. The discordant sample was repeated and the result was elevated. The patient was redrawn and the sample was sent to another customer site for repeat testing. It is unknown what ca 19-9 test method was utilized at this other customer site, however, the result was lower. Another patient sample was tested on an alternate ca 19-9 test method and the result was lower. There was no known report of patient treatment being altered or adverse health consequences due to the elevated advia centaur xp ca 19-9 result.

Manufacturer narrative:
The cause for the elevated ca 19-9 advia centaur xp patient result is unknown. There were no other discordant patient results reported at the time of the incident. The discordant sample is not available for further investigation. No conclusion can be drawn. The information for use in the limitations section states: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results. "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications.